Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a kinked in the cannula.

Manufacturer narrative:
Timeouts were observed in conjunction with an 0x6a occlusion alarm. A root cause for the reported 0x6a alarm could not be identified. The reported 0x6a alarm is confirmed as the root cause of the reported not sure delivering insulin complaint. The exposed portion of the soft cannula was observed to be kinked. The kinked cannula was not observed to affect fluid flow. The timing and cause of the cannula damage could not be determined. As such, the cannula damage could not be conclusively linked to the reported insulin delivery complaint or reported 0x6a alarm. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.